Event description:
A customer reported consistently false positive duplicate troponin I results on two different pts' samples over time. The samples were found to be normal using alternative methods. Elevated results of this magnitude might initiate a cardiac catheterization. There was no report of pt harm as a result of this event.